Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/29/2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the sensor. The sensor wire with sn (B)(4) was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The complaint of 076 detached/missing sensor wire was confirmed. The root cause could not be determined post investigation. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.